Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include the device entered a non-recoverable error state as the pressure sensor current was out of range. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during npwt, when changing the curative and once connecting the pico 7 15cm x 20cm, all the lights went on and the device no longer worked. It is unknown how the therapy was finished. No injury to patient reported.